Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde (ercp) procedure on (B)(6) 2024. During the procedure, a trapezoid rx was used with an alliance handle to attempt to crush a stone. However, the handle cannula broke entrapping the stone inside the basket. The patient was transferred to another department and a percutaneous transhepatic cholangioscopy (ptcs) procedure was performed to remove the basket from patient. There were no patient complications as a result of this event. Information received on april 17, 2024. The correct procedure date is (B)(6) 2024.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Imdrf impact code f2202 captures the reportable event of the patient being transferred for a percutaneous transhepatic cholangioscopy (ptcs) procedure to remove the basket. Block h11: the returned trapezoid rx was analyzed, and the device analysis observed that the device was returned without the pull wire that holds the basket from the cannula. The sheath was detached, torn, and buckled accordion. The coil was detached and stretched. The side car rx was found torn and pushed back 3mm. With all available information, boston scientific corporation concludes that the broken handle cannula was most likely a result of the force applied from the alliance handle. When the device is used with excessive force from either the trapezoid rx handle or alliance handle, if the device doesn't destroy the stone, the force applied will most likely tear and buckle the sheath. This may result in the handle cannula detaching since it no longer holds the pressure it's being used with. The coil returned deformed (stretched) and detached. It's possible that these damages occurred when the device was being taken out of the patient when the wire was detached from the handle for ease of extraction. The device's side car rx was pushed back and torn, most likely due to excess force applied with the alliance device when trying to destroy the stone. By applying this force, the working length tends to "retract" itself pushing back the side car rx. Based on the available information, the root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde (ercp) procedure on (B)(6) 2024. During the procedure, a trapezoid rx was used with an alliance handle to attempt to crush a stone. However, the handle cannula broke entrapping the stone inside the basket. The patient was transferred to another department and a percutaneous transhepatic cholangioscopy (ptcs) procedure was performed to remove the basket from patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Imdrf impact code f2202 captures the reportable event of the patient being transferred for a percutaneous transhepatic cholangioscopy (ptcs) procedure to remove the basket.

Manufacturer narrative:
Corrected b3 date of event, and updated b5 describe event or problem. Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Imdrf impact code f2202 captures the reportable event of the patient being transferred for a percutaneous transhepatic cholangioscopy (ptcs) procedure to remove the basket.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde (ercp) procedure on (B)(6), 2024. During the procedure, a trapezoid rx was used with an alliance handle to attempt to crush a stone. However, the handle cannula broke entrapping the stone inside the basket. The patient was transferred to another department and a percutaneous transhepatic cholangioscopy (ptcs) procedure was performed to remove the basket from patient. There were no patient complications as a result of this event. Information received on april 17, 2024. The correct procedure date is (B)(6), 2024.